Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got scratches on the screen and they were unable to read the screen. The customer¿s blood glucose level was 319 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with severely scratched display window noted. (B)(4).